Event description:
It was reported the duodenovideoscope ¿has undergone two microbacteriological samples, the results of which were non-compliant¿ . Per the report ¿the first sample was a routine sample after 3 months of normal use in patients with no known infection. Customer test report/results of the micro test were not provided. Customer per the report "complete cleaning after two non-compliant samples" was requested to olympus. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Additionally, this supplemental report includes the customers results of culture test as below: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80 cfu. Bacterial identification: hafnia alvei. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: micrococcus luteus. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: less than 1 cfu. Bacterial identification: revivable bacteria. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.